Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument was observed to have a frayed cable. No fragment fell into the patient. It was noted that the device was not used on the patient. No patient involvement or no known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.